Event description:
It was reported that the rotawire detached, a perforated vessel occurred, and additional surgery was performed. The 95% stenosed target lesion was located in the mildly tortuous and severely calcified mid circumflex artery. A 1.50mm rotapro, and rotawire drive were selected for use. During the procedure, the starting procedural speed was set to 170,000 rpm and increases to 180,000 rpm for the last two runs; however, the maximum speed reached only up to 162,000 rpm and at 70,000 down to 4,000 rpm the wire became fractured at 1cm proximal to the radiopaque portion of the wire. The rotapro burr caused an enormous perforation in the proximal circumflex artery that lead to a cardiac tamponade. A pericardiocentesis was performed along with balloon placement to temporarily occlude the vessel. A covered stent was immediately delivered to trap the proximal end of the wire fragment. The patient is expected to recover. No further complications were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device evaluated by manufacturer: the device was returned for analysis. Visual and microscope inspection on distal end was detached and did not return for analysis. Dimensional inspection revealed 130.0+/-1.0 in and that the return is length of 128.5 in. This means that 1.5 in of the distal end were detached and did not return for analysis.

Event description:
It was reported that the rotawire detached, a perforated vessel occurred, and additional surgery was performed. The 95% stenosed target lesion was located in the mildly tortuous and severely calcified mid circumflex artery. A 1.50mm rotapro, and rotawire drive were selected for use. During the procedure, the starting procedural speed was set to 170,000 rpm and increases to 180,000 rpm for the last two runs; however, the maximum speed reached only up to 162,000 rpm and at 70,000 down to 4,000 rpm the wire became fractured at 1cm proximal to the radiopaque portion of the wire. The rotapro burr caused an enormous perforation in the proximal circumflex artery that lead to a cardiac tamponade. A pericardiocentesis was performed along with balloon placement to temporarily occlude the vessel. A covered stent was immediately delivered to trap the proximal end of the wire fragment. The patient is expected to recover. No further complications were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.